Manufacturer narrative:
This report was reported under incorrect registration number, please refer to MFR report number 1218950-2024-00757 for further information regarding this complaint.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the system was not alarming until the spo2 desaturation reached to 35. The device was in use on patient at time of event, there was no adverse event reported.